Event description:
This is a report of a rupture on a ce infusor lv 5. The rupture was found in preparation (filling). No impact on the patient was reported. No sample available for evaluation; sample was discarded due to their cytotoxic content. This is report 79 of 89 received with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging a battery indicator issue with the meter. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.